Event description:
Same case as MDR ID 2134265-2013-06953. Reportable based on analysis on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, resistance occurred while advancing the burr on the wire. The target lesion details were unknown. A 330cm rotawire was positioned in the patient. Extreme resistance was noted while advancing a 1.5mm rotalink plus over the rotawire, while the rotalink was still external to the patient. The physician opted to remove the whole system and the procedure was completed with another of the same of each device. No patient complications were reported and the patient's condition is stable. However, device analysis revealed the rotawire to be fractured.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis fractured in two sections. The proximal section was 204.4cm and a kink was observed at approximately 89.8cm from the proximal end. The distal section was approximately 126.5cm. All the outer diameter measurements are within the specifications. Sem analysis observed both samples presented the failure site in an area with reduced diameter related to wear and evidence of torsion overload event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2013-06953. Reportable based on analysis on 19aug2013. It was reported that during a percutaneous coronary intervention procedure, resistance occurred while advancing the burr on the wire. The target lesion details were unknown. A 330cm rotawire was positioned in the patient. Extreme resistance was noted while advancing a 1.5mm rotalink plus over the rotawire, while the rotalink was still external to the patient. The physician opted to remove the whole system and the procedure was completed with another of the same of each device. No patient complications were reported and the patient's condition is stable. However, device analysis revealed the rotawire to be fractured.